Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an rep via a healthcare professional regarding a patient who was implanted with an implantable neurost imulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that asc was running an hour and half ahead of time. Staff was doing intake and insisted rep rush patient education. Discussed procedure with physician and his plan was to replace ipg and then interrogate as well as test each electrode as patient was running at 6.4 ma on prior clinic note over a year ago. Physician started the procedure and made incision at the site. Once he opened pocket realized it was the pain stimulator and not interstim ipg. Physician or staff did not request site information from me. Confirmed via mstar that our records showed the interstim ipg to be on the right side not left. Completed case with not complications with the interstim. Physician stitched pain stimulator pocket shut.